Event description:
An optometrist reported that a pt that had undergone lasik was diagnosed with trace diffuse lamellar keratitis (dlk) on the first post-op day. The reporter stated that the dlk is not medical device related. The steroid drops were increased to six times per day. At the one week post-op visit the dlk had cleared.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).